Event description:
Patient was referred for evaluation of coronary arteries based on a positive stress test. Cath revealed patent circumflex stent but evidence of in-stent restenosis in proximal right coronary artery. Lesion was eccentric. The posterior descending artery was diffusely diseased. After successful re-stenting of proximal right coronary artery with drug eluting stents patient developed st elevations inferiorly with sluggish flow in non instrumented posterior descending artery. The posterior descending artery was crossed and balloon dilated without improvement in ECG or symptoms. Attempts at passing drug eluting stent across the posterior descending artery stenosis was unsuccessful despite use of buddy wires. Wires utilized were pilot 50. Ultimately 2.5mm bare metal stent crossed and delivered. Pilot wire in place at time of inflation was prolapsed and probably trapped beneath stent struts. Attempts at removal were unsuccessful with ultimate wire fracture and right coronary artery (rca) acute closure. Pt sent to or after iabp in stable condition with successful surgical revascularization procedure.====================== health professional's impression======================device broke following deployment of stent when clinician believed wire to be in branch of artery rather than looped. This required open heart procedure to retrieve portion of the wire and revascularize.